Manufacturer narrative:
Record review: a review of the mfg lot database for the reported lot # 1793340 (mfg date 11/2009) shows 300 units were mfg, tested, inspected, and released. A review of the complaint database identified no additional reports. Conclusion: the reported event/problem was not replicated and could not be confirmed. The returned 011-h2669 device set met all performance specifications. The exact cause(s) of the reported event are unk.

Event description:
Int'l complaint rec'd reporting flow anomalies with use of 011-h2669 clave trifuse ext. Sets. One event was reported as follows, "approx 30 mins into unspecified nutritional infusion, attending clinician detected what appeared to be "bubbles" in the line." The set was removed and replaced. Vent assisted pt was immediately assessed/monitored and may have received add'l treatments. The pt did reportedly return to baseline condition. Although requested, no other event/device usage and or pt info was provided. The involved 011- h2669 device set was returned, thoroughly tested and analyzed by the MFR. MFR analysis: visual analysis of the returned device set tubing confirmed the presence of residual viscous fluid exhibiting gaps/voids. Following decontamination, the device set was primed, leak tested at timed intervals at 1.5 psig to 25 psig. The results recorded no out-of spec conditions, flow issues, performance or functional non-conformances. The set was than mated/attached to IV bag at 36" head height. Priming, flow tests were performed with no issues replicated. Add'l testing and analysis was performed. In order to better replicate the reported conditions at the time of the incident, the returned device set was also tested using a more viscous solution (liposyn ii, 20%). The solution was administered/injected via 60cc syringe through each of the device sets tubing lines. The results recorded no flow anomalies, fluid voids, gaps.